Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was 228 mg/dl. Customer was able to successfully load a cartridge and deliver a bolus.